Manufacturer narrative:
(B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of (B)(4) in relation to the reported event. Log file analysis revealed a critical battery alarm and multiple premature switching events. (B)(4) was not involved in either of these events. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. At the time, battery (B)(4) was not analyzed. Based on the results of the internal investigation, no additional investigation of this event is required at this time. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. The reported mechanical issue with (B)(4) could not be confirmed during testing; the battery passed visual inspection. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that one of the patient's battery, (B)(4), had a critical battery alarm and another battery, (B)(4), had poor connection with the controller resulting in inappropriate power disconnects. The batteries were replaced with no reported consequence or impact to the patient. No further information was provided.